Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation is ongoing and a supplementary report will be provided once complete.

Event description:
On (B)(6) 2022: customer reported a suspected false positive followed by negative result using cue covid-19 test for home and over the counter (otc) use. Customer received a negative antigen result using binaxnow; date unknown. Customer had no symptoms, no recent exposure, was vaccinated and boosted. The cartridges were stored within acceptable temperature range. Cue covid-19 test for home and over the counter (otc) use results: false positive result reader sn: (B)(4); cartridge sn: (B)(4); lot#: 24030e negative result reader sn: (B)(4); cartridge sn: (B)(4); lot# :24223h.

Manufacturer narrative:
Update to g4: eua number added update to h10: investigation summary: the complaint history was reviewed and there were 8 similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. All data values were normal and met acceptable criteria.